Event description:
It is reported that the device was implanted in 2006, and was explanted in 2008 due to the tibial becoming loose.

Manufacturer narrative:
Evaluation summary: as returned, the tibial component exhibited bone cement and deposits of bone tissue on the undersurface of the tibial component and around the keel. The articular surface exhibits pitting on the articulating surfaces and deep gouges. The x-rays that were provided for review depict a significant radiolucency on the lateral side of the tibial between the cement and the bone and opaque spots anteriorly near the tibial component. Additionally, the joint liner of the left knee appears to be lower than that of the right knee as seen in the "wt bearing" x-ray. Immediate post-op x-rays were not available and may provide additional info. The cause of the tibial component loosening can not be definitively determined based on the available info. Evaluation codes: device history records indicate all components were manufactured and inspected to specification.